Event description:
This lead dislodged the same day as implant and was removed and replaced the day after implant. There were no adverse pt events reported. The hospital retained the device. Should add'l info become available, this file will be updated.